Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the system was explanted with no complications.

Event description:
It was reported that the patient was experiencing ineffective therapy and pain at the ipg site. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The report of ¿ineffective therapy¿ was not confirmed. Analysis of the returned paddle lead found it was returned incomplete. The lead was cut during explant and only two terminal end lead tail segments were returned. As only the lead tail terminal end segments were returned a positive lead identification could not be made and no analysis was performed.